Manufacturer narrative:
One fluid warming device was received in good condition. Inspection included filling the device with water, attaching a temp check, and powering on. The device heated up and maintained temperature as intended. Could not duplicate customer report. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems identified during this DHR review.

Event description:
Won't hold temp.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.

Event description:
No patient involvement or injury was reported.